Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical technician was able to duplicate the reported touchscreen issue-- a lot of inputs were off towards the bottom right of the touchscreen, and when trying to calibrate the touchscreen through the service mode touchscreen calibration option, the touchscreen still would not register inputs accurately; the biomedical technician could not exit the menu, so the biomedical technician had to remove the device from alternating current (ac) power and disconnect the battery. The biomedical technician ultimately ordered the replacement touchscreen, and upon receiving the new part, the biomedical technician replaced the defective touchscreen and successfully performed touchscreen calibration. The biomedical technician verified that the issue was resolved as the ventilator controls were responsive and operational. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was failed calibration and was not responding. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device failed touchscreen calibration, and when checking touchscreen diagnostics, the top and bottom of the touchscreen were not responding to touch. The remote service engineer (rse) informed the customer that the manufacturer recommends replacing touchscreen per the service manual. The rse also provided the customer with the part number and price of the replacement touchscreen for repair. This investigation is ongoing.